Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 1's occurred during basal and bolus deliveries. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 120 - 130 mg/dl.